Event description:
It was reported that there were concerns for inappropriate anti-tachycardia pacing (atp) and shock therapy on several episodes. Boston scientific technical services (ts) performed a review of the episodes and noted that this device delivered anti-tachycardia pacing (atp) and shock therapy during episodes that appeared to be atrial driven. It was also mentioned that the patient had been non-compliant with medications. Programming enhancements were discussed. It was later reported that the patient received another inappropriate shock. Furthermore, ts noticed that there was undersensing of the right atrial (ra) lead due to a low amplitude. Ts recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns for inappropriate anti-tachycardia pacing (atp) and shock therapy on several episodes. Boston scientific technical services (ts) performed a review of the episodes and noted that this device delivered anti-tachycardia pacing (atp) and shock therapy during episodes that appeared to be atrial driven. Programming enhancements were discussed. This device remains in service. No additional adverse patient effects were reported.